Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient infusion set tube was cut off by the cat on (B)(6) 2026 which leads to high blood glucose levels upto 592 mg/dl for five hours and was treated with pump correction humalog 5units. No further information available.